Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. The asv valve contained on the reported set is a removable component. Per the instructions for use, it is indicated to "tighten asv and remove end cap." Cracking incidents of this nature can often be the result of an excess torque force in combination with over-tightening the connection; or if the product is subjected to aggressive solvents, excessive mechanical stresses, or other various unforeseen circumstances during the clinical application. However without the actual sample or lot number, a thorough sample analysis or batch record review could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by the user facility: reports the spin-lock became detached from the asv valve. This led to a leakage of chemo medication. The reporter stated a crack was noted in the spin-lock when this occurred. There was no patient injury.